Manufacturer narrative:
(B)(4). No term available for device operated within specification. The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. However, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Report submitted in error. Please see MFR 3004753838-2017-106170, follow-up number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. No data was available for review in the share log. Bin file was reviewed and contained no issues related to the complaint. The confirmation of the problem was not confirmed because the transmitter had no issues related to the customer complaint. The root cause could not be determined.